Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient stated that the dexcom system works intermittently and will sometimes get a connection for a couple of days. No medical intervention was reported. Additional event or patient information is not available.